Event description:
It was reported that inappropriate high-voltage (hv) therapy was delivered by the device due to an incorrect interpretation of signal. Additionally, episodes of noise resulting in oversensing were observed on the device, but these episodes were unrelated to the hv therapy. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.